Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower was not detected on bus. A field service engineer pulled the cabinet away from the wall and removed the back panel. The fse inspected the leds on the boards and identified the problem. The fse removed the faulty part and replaced the drawer control board. All wiring was reconnected, and the station was powered back on. Once the station was configured, the fse attempted to launch the hardware testing application but was unable to access it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not being detected on the bus. The customer attempted to reboot the computer, but the issue persisted and also powered the unit off for one minute and turned it back on, but this does not resolve the problem. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.